Event description:
The glidescope gvl blade broke at the camera. There was no report of patient injury, death, or medical intervention. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4): not applicable. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.